Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the pulmonary artery. A 9.0 x 20mm, 75cm mustang balloon catheter was advanced for inflation. However, on initial inflation, the balloon could not apply pressure and ruptured. The procedure was completed with a different device and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified media that was present within the inflation lumen. The device was soaked in a water bath to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 9mm proximal of the proximal markerband. An examination of the balloon material and markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the pulmonary artery. A 9.0 x 20mm, 75cm mustang balloon catheter was advanced for inflation. However, on initial inflation, the balloon could not apply pressure and ruptured. The procedure was completed with a different device and no patient complications were reported.